Event description:
It was reported that the fenestrated bipolar forceps instrument's cable broke during a da vinci si hysterectomy procedure. The reporter indicated that nothing fell into the patient and there was no patient harm.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.